Manufacturer narrative:
(B)(4). Date sent: 7/10/2023. D4 batch #: unknown. Additional information was requested and the following was obtained: can you confirm that only 1 probe was used at a time or was this a multi-probe approach? 1 probe was used. Was any resistance encountered during initial insertion of the probe? No. Do you have any intentions of retrieving the broken piece? No. Where was the location of the tumor? In the liver. What is the location of probe tip? In the liver. Was the post ablation patient care altered in any way by the events? If yes, how? Patient need to do a scan to ensure he or she is ok. What is the patient's current status? Patient is ok. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a liver ablation the doctor opened the probe and plugged into the ablation system. Did a probe test and it was cleared. Doctor position probe into lesion track ablate out for reposition. Probe position in lesion again. Started 95w @ 1min. Continues with 65w @ 10min received ¿power reflecting error¿ after a few sec burn. Then they weren't able to restart ablation. Doctor pull back probe slightly & tried again still received the same error. Doctor then tried to track ablate & reposition but also unable to ablate. Doctor pulled out the probe & realized the tip of probe was missing. The procedure was delayed 5 minutes. A new probe was used for ablation. The procedure was completed successfully. Probe tip is left in patient. Unable to find tip. They are monitoring patient for now.

Manufacturer narrative:
(B)(4). Date sent: 7/26/2023. Investigation summary: since this occurred in singapore, there is no call home data available. The probe returned to neuwave and the probe's tip was missing, and after a closer look, it seems the tip was cut off cleanly and not broken off/sheared. No further information was available. The potential cause is unknown. A search of nonconformities (ncs) was performed for lot: ml22057778. There were no observed nonconformities for this lot. Manufacture date: 5/1/2022, expiration date: 1/31/2026.